Manufacturer narrative:
Results: the nose cone was detached from the handle body. The handle was undamaged. During functional testing, the nose cone was reattached to the handle body. The handle was tested using a handle fixture (an3277 / fx2817) for pull force and throw distance. The handle performed within specification. Conclusion: evaluation of the returned handle revealed an undamaged device with a detached nose cone. During functional testing, the nose cone was reattached to the handle body. The handle was tested using a handle fixture and performed within specification. The root cause of the detached nose cone could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician opened a ruby coil detachment handle (handle) and noticed the top of the handle, where the release button is located, had broken off upon removal from packaging. The damage to the handle was found prior to use. Therefore, it was not used in the procedure. The procedure was completed using a new handle.